Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted deformed coils approximately 570-573 mm from the terminal pin. Additionally, an insulation tear was noted around the circumference approximately 580 mm from the terminal pin in the neck region of the tip assembly, at the edge of proximal end of the peek. Microscopic analysis confirmed a separation/fracture of the insulation at that same location which showed evidence consistent with an overload. Testing was completed to assess lead electrical performance and testing confirmed the electrical continuity of the lead. Based on product investigation and a thorough review of the reported complaint, boston scientific has assigned unintended use error caused or contributed to event investigation conclusion code which was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review a risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that upon opening the box of this implantable lead, the electrode tip was separated from the lead body. No adverse patient effects were reported. The lead was returned and is being evaluated in our post market quality assurance laboratory. This record will be updated when evaluation is complete.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that upon opening the box of this implantable lead, the electrode tip was separated from the lead body. No adverse patient effects were reported. The lead was returned and is being evaluated in our post market quality assurance laboratory. This record will be updated when evaluation is complete.